Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Additionally, it was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 444 mg/dl. Cause of elevated bg level was unknown. Reportedly, customer left the ER the following day with bg still elevated (bg level not provided) however, customer in stable condition. No further information provided.